Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer provided a guide wire and a raulerson syringe. The guide wire had slight kinks near the bottom of the j-bend. Both devices were measured and found to be within specification. A review of manufacturing records did not yield any relevant findings. The guide wire was inserted through the syringe and multiple positions and orientations with no resistance. Based on the kinks and the test results with the ars, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the ER, the md was unable to advance the guide wire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used without issue to successfully complete the procedure.